Event description:
Healthcare professional reported left side capsular contracture, baker grade iii. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5 b6 d6b d9 e1 g1 g2 h3 h6. Device analysis: visual analysis of the returned device identified deformation and fold creases. A weight test of the device was verified and the device was within specification. Cloudy after autoclave disinfection process in the gel. Based on the device analysis the final assessment is: there were no issues found related with the manufacturing.

Event description:
The device has been replaced.